Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The actual lot number is unknown, but lot review activities are in progress for two possible lot numbers, 178483m & 178017m. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but has been confirmed to be unavailable. This is the second of two reports from this facility. (B)(4).

Event description:
A nurse reported that ten knives were noted to be too dull to use during separate cataract surgeries. Alternate knives were obtained in order to subsequently perform the procedures. There was no patient involvement with the unsatisfactory knives thus, no patient impact. Additional information has been requested. Additional information received clarified that the knives were noted to be too dull while attempting to make the incisions during separate procedures. Patient details have been confirmed to be unavailable.

Manufacturer narrative:
No knife sample has been returned for evaluation for the report of being blunt therefore, the condition of the product could not be verified. A review of the device history record related to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are two additional complaints associated with a possible lot for the reported issue. A sample was not returned and the device history record review of the provided, possible lot numbers indicates that the product was processed and released according to the acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).